Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm2) on patient side cart (psc) was repeatedly faulting with error 32097. An intuitive surgical inc., (isi) technical support engineer (tse) recommended a complex power cycle based on the review of system logs. It was further explained that usm2 will need to be replaced. On a follow-up call, customer was asking for instructions on how to emergency power off (epo) the psc. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm2 to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error 32097 on axes controller motor (acm) followed by error 31226 on axes controller spar (acs) and axes controller carriage (acc). The unit was installed onto a golden system and psc fixture test platform (pftp) where an error 32097 error was triggered. The unit had failed the fiber test on rolling loop fiber. The probable root cause of reported event is attributed to the communication errors on rolling loop fiber of the usm.